Event description:
I had mesh implanted for a prolapsed uterus. I also had a bladder sling placed. In (B)(6) 2011, I was examined, and found to have the same issues as before. This time I had a rectocele as well as a cystocele. Dates of use: (B)(6) 2010 - (B)(6) 2013.